Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were sent a new recharging antenna, but they are still not getting all of the coupling boxes, and the implantable neurostimulator (ins) icon was not flashing. The patient was not able to charge their device. The patient mentioned that they are getting 2-4 coupling boxes, and did not have time to sit and recharge. It was reviewed that the patient needed to sit when recharging, or else the coupling bars will go away; the patient stated they will work on adjusting the antenna. The patient noted that they had lost weight, and the nurse's assistant can't feel the implant to get the right spot for coupling. They stated that it is less obvious that they have an implant because it is deeper and flatter now. The patient was going to follow up with their healthcare provider. Additional information indicated that troubleshooting was done; the patient was able to do an antenna locate, and get all 8 coupling bars. The patient stated that they didn't think they needed to follow up with their healthcare provider anymore because they were getting all 8 bars. The patient was implanted for non-malignant pain. Additional information was received from the patient on 2016-09-15 that reported the patient also found that her battery seems to have moved closer to her spine instead of where she usually found it at a knot on her back. She can get the 10 black bars to full now. The device moving closer to the patient's spine was not confirmed by anyone, but it seems to be closer to her spine that the antenna works. The patient has scoliosis and her spine could be moving. Additional information clarified that in regards to poor coupling, the patient was keeping the recharger antenna originally over a knot that she felt, but when she moved it over with the help of patient services instructions over the phone, it started to work. The patient hasn't had trouble since.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.